Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a hematoma occurred. The target lesion was 80% stenosed and located in the proximal left anterior descending artery (lad). The lesion was treating using two passes with the oad on low speed. Following the second pass with the oad, imaging was performed and a hematoma was noted in the target lesion. A stent was deployed to resolve the hematoma. The patient was stable following the procedure.